Event description:
It was reported that a user experienced occlusion alarms with her insulin pump, leading to high blood glucose levels and eventual hospitalization. Her blood glucose ranged between 26.9 mmol/l and "high" with high ketones. The user received medical treatment including intravenous fluids of glucose and insulin, which successfully resolved the issue. She received an insulin pen and blood glucose meter from the hospital for future use, and a system check confirmed the pump was functioning correctly. She was released from the hospital the following day with no permanent damage sustained.